Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after recent meal announcements and several teflon infusion set changes, the user experienced hyperglycemia without device alerts, alongside earlier hypoglycemia that the user treated with non¿fast-acting carbohydrates and frequent preventive snacking; tubing and the infusion site appeared nominal, and the user requested a factory reset with retraining. Symptoms included hypoglycemia and hyperglycemia with a reported lowest glucose of 58 mg/dl and highest of 277 mg/dl, lasting outside the target range for approximately 3¿4 hours, without loss of consciousness or other acute complications. Outcomes included self-management with oral carbohydrates for low glucose and an infusion site change for high glucose, with no hospitalization or professional medical intervention. Investigation included review of device data, review of infusion site status, and troubleshooting and education regarding low glucose protocol and allowing the pump algorithm to adapt. Investigation of this case revealed user-related overtreatment of hypoglycemia and rescue snacking contributing to glycemic variability, with no evidence of infusion set or pump malfunction based on normal site and tubing assessment and absence of alerts. It was concluded, based on previously established findings for similar reports, that the cause was user technique and behavior, including inappropriate carbohydrate selection and early intervention that limited algorithm learning.